Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. After further examination of the device's interior, there were signs of corrosion and previous moisture presence just about everywhere. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 124 mg/dl. Customer reported that the keypad was unresponsive. The insulin pump will not be returned for analysis.